Event description:
Rn reports "connection between pt end connector of venous bloodline and svc loosened after approx two hours of treatment. Blood loss approx 400cc before disconnection was detected". Pt expired approx two hours later in the hospital in which they were being dialyzed.